Manufacturer narrative:
Additional information: d9, g3, h3, h6, h10 the device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above eri. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented in the hospital with an advisory assurity device. The physician elected to explant and replace the device. The patient was reported to be in stable condition.